Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump was exposed to water. The insulin pump was returned for analysis.